Manufacturer narrative:
Device was received with no telemetry and no output due to battery reaching end of life (eol) level. Device was cut open and attached new battery to reload product code. Analysis performed after reloading product code exhibited normal device characteristics and did not find any anomaly. Longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.

Event description:
During an in clinic follow-up, the device was unable to be interrogated and there was no magnetic response. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.